Manufacturer narrative:
On (B)(6) 2011 supplemental information: (B)(6).

Event description:
On (B)(6) 2011, a registered nurse/diabetic educator contacted lifescan (lfs) via correspondence alleging a patient was unable to properly eject the lancet from the patient's onetouch delica lancing device. The medical surveillance specialist (mss) spoke with the nurse on (B)(6) 2011, and obtained the following information: on (B)(6) 2011, the nurse was demonstrating the use of the onetouch delica lancing device to the patient. After the patient performed a blood glucose test, the patient attempted multiple times to remove the lancet using the ejector control; however, the lancet would not eject. The nurse indicated that neither she nor the patient covered the exposed lancet tip with the lancet protective cover (per the onetouch delica instruction) before attempting to remove and dispose of the used lancet. The nurse stated that due to the size of the lancet, the patient was also not successful in removing the lancet manually. The nurse indicated she took the lancing device from the patient, tried to remove the lancet manually, and was accidentally pricked. After the nurse pierced her finger, she immediately washed her hands with alcohol based soap and washed her hands a second time with "regular" soap. The nurse stated she later contacted her occupational health services and was advised to go through blood testing, receive medication/vaccination for any blood borne pathogens, and counseling; however, the nurse declined all recommendations. The nurse stated she had thoroughly reviewed the patient's medical records/chart and did not see of any cause for her to receive any testing and medication/vaccination. The nurse had reported she suffered a needle stick injury from a lancet used by her patient. Although there is not enough information to suggest she had been exposed to blood borne pathogens, the nurse was advised by her occupational health services to receive medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
The actual device involved with this complaint has not been returned to lifescan for product analysis. However, 183 devices from lot r239016 were returned unopened from the customer and evaluated. The returned devices were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.